Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.